Event description:
The q-syte was placed on a hickman catheter on (B)(6)2009. On (B)(6)2009, the pt was unable to remove the q-syte from the mating device and had to go to the emergency room to remove the q-syte.

Manufacturer narrative:
Conclusions: without a lot number, we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. The sample was not available for analysis; therefore, we are unable to determine the root cause for the problem encountered. (B)(4).